Event description:
The customer reported when pressing the footswitch, they were not getting any images.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The service call was cancelled. The unit needs ii replaced. The ii was not available.